Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1981-08s single use osteochondral autograft transfer system oats® set autograft diameter 8 mm batch 4060139202 was received for evaluation. Only the white handle oat was received. Visual inspection revealed that the blades' cutting edge at the tip was damaged, with visible dents, nicks, and missing or broken fragments. The most likely cause of the reported and observed failure was user error, including excessive mechanical stress during use. Direction for use dfu-0070-eor1_fmt_en. Osteochondral autograft transfer system (oats®), coring reamer and bone graft harvester. E. Warnings. 3. Oats only: autograft transplantation requires careful harvesting, precise sizing, and accurate placement of osteochondral autograft cylinders (grafts) with hyaline cartilage from a donor joint to a recipient joint. 4. Oats only: when inserting the osteochondral graft (donor) into the osteochondral socket (recipient), do not countersink the hyaline cartilage graft.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 3rd sep 2025, it was reported by an arthrex's employee via an email that for 1 unit of ar-1981-08s, single use osteochondral autograft transfer system oats® set autograft diameter 8 mm, the surgeon found that the edge of the blade was frayed (refer to attached images). The fragments broke off inside patient and the fragments were retrieved from the patient. This was detected during an arthroscopic-assisted left ankle talus cartilage transplantation surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-1981-08s. There were no patient harm and no secondary surgery needed.